Event description:
Customer reported via phone call that the sensor and blood glucose readings off. Customer also states that there is a threshold suspend.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.